Event description:
A (B)(6) male pt called zoll customer support to report that the response buttons on his monitor were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the rear response button was nonfunctional. The cause for the nonfunctional response button was isolated to a worn rear response button connector. The root cause for the worn connector could not be positively identified. No adverse event resulted from the nonfunctional rear response button. The pt received a replacement monitor.